Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) was having a battery issue. A getinge clinical support received the call and initially thought to be a console related issue being disengaged from the hospital cart. The customer was instructed, by the getinge support to try reengaging the cart. However, after reengaging the cart, the unit shutdown, they were able to restart the unit successfully. The pump would not work unless it was plugged in. The screenshots showed an useable battery detected in bay #2 alert along with no backup battery detected getinge support suggested switching to another unit to continue therapy but the customer was unable to do so since they did not have the correct adapters. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Device not accessible for testing: at this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted when additional information is provided. Patient height: 149cm. Device not returned to manufacturer.

Event description:
N/a